Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula obstruction and low flow alarms were unable to be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism, multiple types of organ failure and dysfunction (respiratory failure and renal dysfunction), cardiac arrhythmia, and death, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this section under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism and arrhythmia as potential late postimplant complications. Section of the IFU, ¿patient care and management¿ (under anticoagulation), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient awoke shortly after complaining of shortness of breath and quickly become cyanotic at which time he was bagged via their tracheostomy and began having low flow alarms. Flows dropped to 0.6 lpm and mean arterial pressure (map) was 30. Epinephrine was pushed and a drip was started. There was suspected to be an inflow obstruction or pulmonary embolism (pe) given the quick onset of respiratory and cardiovascular collapse. A tissue plasminogen activator (tpa) bolus was given, and despite hyperventilation, co2 was 105 and the patient was severely acidotic. Flows returned to 3.2lpm and tpa drip was not started. The patient then entered polymorphic ventricular tachycardia (vt) arrest and was shocked converting to sinus tachycardia. The abdomen was then identified to be rigid and significantly distended. Flows again remained less than 0.7lpm, and the patient was transitioned to comfort care where they passed shortly after due to respiratory failure. The pump was still functioning as intended at the time of death, and the outcome was not device or therapy related. An autopsy would not be performed.

Manufacturer narrative:
H6- additional codes: cyanosis, hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.